Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited an inhibition of ventricular pacing due to oversensing of noise that was present on both the atrial and rate/sense channels. The device's sensitivity was decreased to prevent oversensing and the patient was sent home. At a subsequent follow-up, due to appropriate therapy delivery, review of the stored electrogram (egm) noted ventricular undersensing of ventricular fibrillation (vf) that delayed therapy.